Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is because of the time change made by the user. This is expected behavior. The reported event is confirmed however its expected behavior. After thorough investigation , we observed in the reports that user has updated the pump to future time causing the data to be ambigious for current date range. To assist with the resolution , provided the below feedback to helpline support team. We see that user has been uploading data in 2025 since jan until 6th jan 2026. Due to this back ward time change , uploaded data became ambiguous for current date range. Data calendar wont be showing data for current date range which is expected behavior. We see that user corrected the date and time , since 6th feb 2026 and user should seeing the report data. We wont be able to retrieve the already uploaded data since the date is in past. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under sw requirement doc. The root cause of the issue is because of the time change made by user in pump. Helpline did mention that the user did not provide confirmation on whether the issue is resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as the generated report did not have any data. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices.